Manufacturer narrative:
(B)(4) was returned for evaluation. The pump was not returned as it remains implanted. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. Analysis of the controller revealed that the controller met specifications; the device passed visual inspection and functional testing. Log file analysis revealed low flow alarms and pump parameters below the normal operating range, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additional system component being reported for this event: controller- (B)(4) - exp date-01/31/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was returned to heartware on 11/09/2015. The lvad remains implanted in the patient and thus will not be returned for evaluation. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Per IFU: some alarms, are an indication that there may be indication of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as infection, hemolysis, pump thrombus and death. Log file analysis review date: 10/27/2015; log dates through 10/13/2015 to 10/27/2015: power consumption below normal operating range. Additional notes: 3 low flow alarms have been logged on: (B)(6), 2015. Power disconnect alarm was logged on (B)(6), 2015. Starting (B)(6) 2015 a sustained decrease in estimated flow was observed. Log file analysis review date: 10/28/2015; log dates through 10/14/2015 to 10/28/2015: power consumption below normal operating range. Additional notes: 10 low flow alarms have been logged since (B)(6), 2015. Vad disconnect alarm was logged on (B)(6) 2015. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was stated from the site by the vad coordinator that the patient called with low flow alarms. Patient then came to emergency department (ed) and was admitted for "suspicion of pump thrombus." It was stated that the log files were sent to manufacturer and it showed, "power consumption below normal operating range, with 3 low flow alarms this morning. It was further stated that the patient was "infected everywhere", so may not be a good surgical candidate. It was said that the patient had a chronic infection which was present before the admission. An elective controller exchange was performed and it was stated that the low flow alarms continued after the exchange. It was also said that the patient tolerated the controller exchange and that the pump off time was very short. Echo was unchanged from previous. And cta was ordered to evaluate inflow/outflow cannulas for obstruction and it was stated that there was no visualization of thrombus. The patient is on low dose dobutamine, and is stable, and no lysis has been used. The patient is being closely monitored and is said to still be admitted and being treated with antibiotics due to having become septic due to chronic infection. Patient was said to have been made "dnr/dni status. Investigation is ongoing. It was further stated by the site that there is no pump malfunction. No additional information available at this time.